Event description:
Pt had developed a csf leak post-op crani. With the initial crani, they used this product as a bone substitute. With the 2nd crani in 2001, they opened the cranial flap and found the product curved up above the defect in the skull and the brain bulging. They removed the MFR's product and then used wire mesh and screws to close the area.